Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The supera instruction for use (IFU), instructs: prior to removal of the delivery system, ensure the supera stent (8) is completely deployed, the thumb slide (4) is retracted, the system lock (5) and deployment lock (6) are locked (in the path of the thumb slide). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the deployment failure appears to be user related. . A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the popliteal artery. A supera peripheral stent system was advanced to the lesion and deployed. However, the physician did not observe the stent release under fluoroscopy, and as a result, the stent had partially deployed in the outer sheath. When the supera stent system was withdrawn from the patient anatomy, the stent was also removed partially deployed in the outer sheath. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.